Event description:
The hcp reported that pt was experiencing baclofen withdrawal. An indium study showed leaking at the catheter connection in the pocket. A revision was done that replaced the proximal portion at the pump. The pt showed good improvement after the surgery.